Manufacturer narrative:
Evaluation summary: this report is based on information provided by the service center. A device was received for evaluation. The customer reported that the unit had coagulation issue. The reported condition was confirmed. The investigation isolated the failure to the solder on the device and the cable, the fuse clips position and solder, the 6 pole relay, and the auto bipolar calibration but a root cause was not identified. The lvps and the psrf-lvps cable were reflowed, the fuse clips were re-positioned and reflowed, the 6 pole relay was replaced, and the auto bipolar was calibrated to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a coagulation issue.